Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal. Correction: the implant and explant dates were previously reported incorrectly. Corrected dates are na.

Event description:
It was reported that during initial implant, the threshold on the atrial lead could not be measured due to the lead exhibiting noise. The atrial lead was replaced. There were no adverse consequences to the patient.